Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received multiple insulin pump errors. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The customer performed self test and it passed. The customer stated that the insulin pump received a hardware low level failure alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm) and pump error 4 alarm are found in the formatted history file due to a software error. In addition, pump error 63 alarm also confirmed in the device history due to broken pin 1 trace on u1 keypad assembly.